Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during deployment on the cystic duct, the first and second clips on the patient side and the first clip on the remnant side were fine. After the firing of the third clip on the patient side, the next clip which loaded into the jaws fell out and was not formed at all. The clip was retrieved from the patient. The device was then fired outside the patient and no issues were reported. The surgeon then used the device on the cystic artery. The first two clips on the patient side and the first clip on the remnant side were fine. When he went to place the fourth clip, it scissored. No cholangiogram was used. An el5ml was used to complete the remainder of the procedure. No patient consequences were reported.